Event description:
A hole was noted in the packaging for this arthroscopy tubing set, causing a breach in the sterility of the product. This tubing set was taken from the operating room shelf at the user facility to the sterile field. This hole was noted after the product was placed in the sterile field and resulted in redraping of the surgical field to provide a sterile environment. There was no injury associated with this event and only a five minute delay was reported to redrape the surgical field.

Manufacturer narrative:
Investigation results: the product and packaging was received for investigation. It was noted that this tubing set was taken from an operating room shelf at the facility prior to use. A visual examination of the outer tub found two holes on the side of the container near the bottom just above the ridge, which indicated that something punctured the container from the outside/inward. Conmed linvatec was unable to determine the cause of this failure mode. This product will continue to be monitored for failures.